Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 01-apr-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 3 electrodes have shorts on them. Patient was unable to turn up ma. Impedance check. Ran intelli stim and then found new bilateral back coverage. Patient happy. No issues.